Manufacturer narrative:
The uninterruptible power supply (ups) and 48v battery were replaced but this issue occurred again. A second 48v battery and uninterruptible power supply (ups) were then installed which resolved the issue. Two 48v batteries was returned to the manufacturer for analysis. There was no failure found with these components. Two uninterruptible power supply (ups) were returned to the manufacturer for analysis. There was no failure found with these components. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: system was plugged to the wall outlet when it shut down randomly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that hardware parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was displaying the battery service error. When unplugged from wall power the system shut down after 30 seconds. It was noted that the battery has been recently replaced. There was no patient present when this issue was identified. An update was provided that after service, the battery service error came back similar to before replacement of uninterruptible power supply (ups) and battery. When unplugged and plugged back in, the pop up went away and then came back with blinking red battery light. It did not die if unplugged from the wall. The behavior occurred again and the system shut down randomly. The system was plugged into an outlet when it shut down.